Manufacturer narrative:
(B)(4). Approximate age of device: 3 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a log file submitted to the manufacturer's technical services representative revealed a slight increase in pump powers and a decrease in the average pulsatility index over time. On (B)(6) 2016, the patient was explanted due to suspected thrombus. An exchange did not take place as the patient's left ventricle had recovered enough so that no new device was implanted. No further information was provided.

Manufacturer narrative:
Additional information. The device was not returned for evaluation. A correlation between the device and the report of suspected thrombus could not be conclusively determined. The device was not available for evaluation. A review of the submitted system controller log file confirmed a slight increase in pump power and decrease in the average pulsatility index over time. Two transient low flow hazard alarms were also captured in the log file. Based on the manufacturer's experience and similar reported events, this data could be indicative of device thrombosis. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device evaluation: thrombus was confirmed upon evaluation of the returned device. Examination of the inlet housing upon pump disassembly, revealed a small thrombus formation surrounding its bearing cup. The concentric layering and denaturation of this thrombus formation indicate that it likely developed over an undetermined period of time while the pump was supporting the patient. Examination also revealed a flat, tissue-like deposition on the body of the rotor. Areas of this deposition were hard and denatured indicating that it was present while the pump was supporting the patient, but may have originally formed elsewhere. Further analysis revealed a deposition adjacent to the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator; however, its areas of denaturation suggest that it was present while the pump was supporting the patient. Although a root cause for the development of the observed depositions could not conclusively be determined through this evaluation, they could have contributed to the slight increase in pump power that was observed in the submitted system controller log file. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended.